Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl, while wearing the pod between 4 and 24 hours, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod. The pod was leaking.

Manufacturer narrative:
Inspection of the device found the exposed portion of the soft cannula to be flattened. Fluid path test was conducted by manually rotating the ratchet gear. Fluid was found to exit the fluid path as intended, even though the exposed portion of the soft cannula was observed to be flattened. The download data does not contain any alarm, timeouts or drive stalls. No signs of leakage were found along the fluid path during the leak test. It could not be conclusively determined when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.